Event description:
The customer reported that the charger button would not initiate a charge and that the device was freezing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.